Event description:
A patient reported that the meter allegedly was reading insert strip and was unable to obtain a bg reading. Patient had been cleaning the meter improperly. Certain incorrect methods of cleaning could cause the meter to produce error messages. Ccr was unable to resolve the issue, so lfs is sending customer a replacement meter.